Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: c174awk implantable cardioverter defibrillator (ICD)  (B)(6) 2007; 5594 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported the left ventricular (lv) lead had chronic high impedance. The lead was removed and replaced. No patient complications were reported as a result of this event.